Manufacturer narrative:
Device was returned for examination. Co is unable to identify any defects and found device met specification. Co is unable to substantiate this complaint.

Event description:
Shunt reported to have "failed".